Event description:
It was reported that this patient was admitted to the hospital after inappropriate shocks due to oversensing involving this device were seen. A review of the data was sent to technical services (ts). Ts reviewed the provided reports and confirmed t wave oversensing leading to inappropriate shocks in the primary sensing vector as well as previous episodes in the secondary sensing vector. Ts also noted that the alternate sensing vector did not appear suitable due to low amplitudes signals. Ts discussed recommendation and troubleshooting steps. The system was subsequently explanted and replaced with a competitor system. The patient kept the device thus it will not be returned. No additional adverse patient effects were reported.